Event description:
The customer's mother reported multiple no delivery alarms from the customer's insulin pump. The mother reported discarding multiple infusion sets due to the recurring issue. Mother was advised to monitor the situation and to call the helpline when the issue occurred in order to properly troubleshoot. The customer's blood glucose value was not reported. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.